Event description:
It was reported that during a ptca/stenting treatment procedure, the pt graphix int guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in the proximal right coronary artery. The physician used a 6f medikit introducer sheath for vascular access and a 6f lordmaster al1 guide catheter to cross the lesion. The lesion was predilated with another MFR's balloon for placement of a penta 18/3.5 mm stent. After successful stenting, the side branch vessel was blocked. The physician attempted side branch access with the pt graphix int guidewire, but it could not cross and became stuck. Removal attempts were unsuccessful and the wire fractured. The fractured portion of the pt graphix int guidewire was removed with snare forceps. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'